Event description:
Meter name: ot ii. Strip name: one touch. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported they were unable to test and had to guess at insulin. Their meter allegedly would not only prompt message "not ok". There was no result on their meter. There were no other tests or comparisons. No treatment. No further info has been reported.